Manufacturer narrative:
The reported complaint of autopulse platform (B)(4) not powering on along with electrical odor was confirmed during functional test. The root cause of the reported issue was due to a burnt power distribution board (pdb). During visual inspection, no external physical damage on the platform was observed. However, during internal inspection of the platform, a burnt pdb was observed. The platform was unrepairable due to no replaceable parts (motor controller, pdb, drivetrain, battery cabling, cabling from j1 processor board to j5 on pdb and battery compartment) available. The autopulse platform is a reusable device and was manufactured in may 2004. The device has been operating for over 14 years and has exceeded its expected serviceable life of 5 years. Archive data review could not be performed because the ap platform could not be powered on. Initial functional test could not be performed because the ap platform could not be powered on. Thus, confirming the reported complaint. Zoll has recommended that the autopulse platform will be scrapped and no longer in use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with (B)(4).

Event description:
Customer reported that during shift check, while powering-on the autopulse platform (B)(4), it made a clicked sound and then automatically shuts off. Then the customer smelled an electrical odor coming from ap platform. The customer also stated that the device was just recently serviced. No patient involvement.